Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the planert crown-dilating forcep. During a dental procedure, the instrument broke. There was no delay or injury and no intervention needed. Additional information was not provided.